Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) was not inflating. A surgical procedure was performed, during which two punctures were found on the cuff; therefore, the aus was removed and replaced. No patient complications were reported.